Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Result: no failure detected; the alleged failure could not be duplicated, however, the working length was found to be twisted and bent. Visual evaluation of the returned device found that the working length of the device was twisted and bent. A functional test was performed and the device was within specification. The device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. Therefore, the most probable root cause is not confirmed. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the bile duct during an endoscopic sphincterotomy (est) procedure. According to the complainant, during the procedure, the physician inserted the device into the papilla to perform incision and attempted to deliver current to the autotome, but the cutwire failed to conduct electricity. Additionally, there was no visible damage noted to the complaint device. The procedure was completed with another autotome rx 44 using the same active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the bile duct during an endoscopic sphincterotomy (est) procedure. According to the complainant, during the procedure, the physician inserted the device into the papilla to perform incision and attempted to deliver current to the autotome, but the cutwire failed to conduct electricity. Additionally, there was no visible damage noted to the complaint device. The procedure was completed with another autotome rx 44 using the same active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.